Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer¿s insulin pump had self-test failed. The customer¿s blood glucose level was 300 mg/dl. It was reported that the customer states the alarm received was self-test failed. It was reported that they had displacement and self test was passed. The customer was advised the pump will need to be replaced. The customer was advised to refer to back-up plan, per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No rf pic failed selftest alarm noted.